Manufacturer narrative:
The device was inspected and found to have a fractured hub. The best shrink tubing was removed from the hub area and confirmed that the hub was fractured at the thin to thick transition area of the part. When the two pieces were placed back together there were no pieces missing all parts were accounted for. We cannot determine the exact cause of the failure however failures such as these have been attributed to excessive lateral force being applied to the distal end of the device by the user. We will continue to monitor the complaint data base for further occurrences.

Event description:
It was reported to gyrus (B)(4) that the jaws of the instrument were inoperative. The device was visually inspected and the hub was found to be broken. It is unknown as to when or how the device broke. The device also shows some possible tissue or fluid on the jaws.